Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, there was blood in/on the lobe mechanism and the lead appeared damaged at implant. The analyst commented that it was apparent that when attempting to pull back the guidewire, its coating became ensnared with the distal conductor. This caused a distortion of the lead filars.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant, the left ventricular (lv) lead got a guidewire stuck inside of the lead and it could not be pulled out of the lead. The lv lead was not implanted and a new lv lead was used. No patient complications have been reported as a result of this event.